Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the cotton which was on the tip of the device did fall into the cavity of the patient. In order to resolve the issue, the cotton was then removed from patient¿s cavity and the device was replaced with a new one. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv observed that the cotton swab had disengaged from the shaft. On the tip of the shaft signs of adhesive was observed but no sheared cotton swab material was observed. Engineering confirmed the cotton bud disengaged from the rod upon inspection of the unit. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The most probable root cause of the condition maybe due to an inadequate amount of adhesive in affixing cotton tip. The product analysis established a relationship between a device failure and the reported incident of component disengaged into cavity - retrieved. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.